Event description:
Loss of integration reported. Clinician reported site 12 lost integration. No further injury to patient.

Event description:
Loss of integration reported. Clinician reported site 12 lost integration. No further injury to patient.